Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 mg/dl. Tandem technical support assisted the customer with programming a bolus request. Although requested, the customer declined to perform troubleshooting for the elevated bg level.